Event description:
It was reported that intermittent occlusion alarms occurred. The customer would change the pump supplies to address the occlusions. On (B)(6) 2026 the customer went to the emergency room (ER) with a blood glucose (bg) level of 440 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The customer received intravenous fluids of saline and insulin, which resolved the issue without causing any injury or permanent damage. The customer declined follow up for release date. Ultimately, the customer reverted to an alternate method of insulin therapy.